Manufacturer narrative:
Product analysis: analysis was unable to confirm the report that the programmer was freezing up. The plastic standoff between the lem and mpu board was replaced, the lem board was reseated, the hard drive was reconfigured, and the software was updated as preventative measures. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer froze and would not complete any tasks. The programmer was turned off and back on but the issue occurred again. The programmer was returned for service. There was no patient involvement.